Manufacturer narrative:
(B)(4) - expiration: 09/30/2016, (B)(4) - expiration: 09/30/2016, (B)(4) - expiration: 04/30/2016. It is unknown which of these were involved in the event. If returned, these devices will be analyzed and reported as required: this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was experiencing battery switching. Log files were sent and the switching was confirmed by the manufacturer clinical engineer. The batteries were exchanged with no effect on the patient. No further information was provided

Manufacturer narrative:
The reported power switching was confirmed on the returned batteries (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of batteries (B)(4)) revealed that the devices met specifications; the devices passed visual examination and functional testing. The controller, (B)(4) was smr upgraded on 21.mar.2016. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Log file analysis revealed several premature power switching events caused by momentary disconnections between the controller and batteries. The batteries involved in these events are (B)(4). Additionally, several power switching events caused by a communication error were observed involving (B)(4). Battery (B)(4) was reported, and will be investigated in a different complaint (MFR# 3007042319-2016-03043). The most likely root cause of the reported event can be attributed to a combination of momentary disconnections and communication errors between the controller and batteries. Battery - (B)(4)/1650de - expiration date: 04/30/2016 - device manufacture date: 04/28/2015. Battery - (B)(4)/1650de - expiration date: 09/30/2016 - device manufacture date: 09/12/2015. Battery - (B)(4)/1650de - expiration date: 09/30/2016 - device manufacture date: 09/24/2015.

Manufacturer narrative:
The reported event of power switching could not be confirmed on the returned batteries bat207000, bat208309, bat209367 and bat207322. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of bat207000, bat208309, bat209367 and bat207322 revealed that the devices met specifications; the devices passed visual examination and functional testing. However, log file analysis of bat207000, bat208309, bat209367 and bat207322 revealed instances of momentary power disconnections. Additionally, battery bat207000 revealed instances of pre-mature switching. Momentary disconnections and premature switching are related to the reported event. However, the reported event could not be duplicated at the bench level. The controller associated with these batteries had received the smr upgrade. The premature switching events and power disconnects are most likely due to communication anomalies and momentary disconnections between batteries and controller. Heartware has opened an internal investigation to address momentary disconnections. Bat208309 - battery / catalog number a00036 / expiration date unknown, (B)(4). Bat209367 - battery / catalog number a00036 / expiration date unknown, (B)(4). Bat207322 - battery / catalog number a00036 / expiration date unknown, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.